Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess). It was reported that intra-operatively, the surgeon alleged that they were 3-4 millimeters off. The procedure was completed using the navigation system and there was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue. A manufacturer representative stated that the scan was not to protocol; the patient's head was tilting in the images.

Manufacturer narrative:
Correction: previous supplemental inadvertently filed with incorrect aware date. Correct aware date was 2019-04-25. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. The logs were reviewed but provided no additional insight regarding the cause of reported complaint. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the archive was reviewed. There were no registrations present in the archive. The patient's head was titled forward, making the forehead the most anterior portion of the exam. The exam also had overlap with thickness 0.6 and spacing 0.3.